Event description:
It was reported that the skin graft will not transfer through zimmer skin graft mesher. Additional clinical follow up with the customer indicated that the device was unable to mesh the donor skin and the surgeon prepared the graft using an 11 blade to perforate the graft. There was no patient injury, unplanned graft harvest, or increase in surgical time required.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2000 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed the comb, side plates and gear were damaged. Prior to repair, the device was outside of calibration specifications on the left side. A test mesh produced an acceptable mesh using the calibrated repair cutters. Customer did not return cutters to be evaluated with this device. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.